Manufacturer narrative:
Additional information: the device issue was found during testing. No patient involvement. Event date added to section b.

Event description:
Additional information: the device issue was found during testing. No patient involvement.

Manufacturer narrative:
Returned device was received in decent physical condition. The pump was cracked on both corner of top case and bottom case also all the boards were contaminated. During the evaluation of the device, all the boards of the pump were found with contamination. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had fluid intrusion and was not powering up. There were no reported adverse events.